Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesion was 90% stenosed and located in the proximal right coronary artery (rca). The lesion was treated using three passes of the oad on low speed. The device was removed and balloon angioplasty was performed. Imaging was performed and a dissection was noted. An attempt was made to place a stent, however wire access to the vessel was lost and no flow was observed. The vessel was unable to be rewired, and the patient status declined. A balloon pump was inserted and defibrillation was performed to resolve ventricular fibrillation. The patient was intubated and monitored in the ICU. It was reported to csi that the patient was since extubated and was discharged in stable condition.